Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure with implantation of a 3.0 x 18 mm xience xpedition stent in the proximal left anterior descending artery. The patient was seen at an office visit with his primary care physician, who noted end-stage chronic obstructive pulmonary disease. Medications, including clopidogrel, were discontinued. The patient died at home on (B)(6) 2016. No additional information was provided.